Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s ilet pump sustained external physical damage in a car accident, resulting in a cracked screen and subsequent interruption of therapy that contributed to elevated blood glucose. Symptoms included hyperglycemia with readings over 400 mg/dl for a few hours and vomiting. Outcomes included temporary interruption of therapy and the need for back-up treatment. Investigation included collection of event details, verification of images of the damaged device, confirmation of shipping for replacement, and completion of troubleshooting and education including data sync and return instructions. Investigation of this device revealed screen breakage consistent with impact damage to the display assembly leading to device usability impairment, after which the user switched to manual injections. It was concluded, based on previously established findings for similar reports, that the cause was external damage due to accidental impact.